Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with suspected marginal keratitis (dlk) superonasal in the right eye post exam. The patient chief complaint was of right eye gritty and sore, but vision was good. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient using polytrim (qid) four times a day on right eye. Patient reported symptoms are not interfering with daily activities and is being monitored. Pre-op bcva from (B)(6) 2019: right eye pre-op 20/20 -4.25 x -1.25 x 10. Left eye pre-op 20/20 -4.50 x -1.50 x 175.